Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have experienced keypad anomaly. Customer reports that up arrow and down arrow buttons were not responding. Customer's blood glucose was 73 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with unresponsive down arrow buttons due to unlocked connector at lcd board, cracked case at display window corners and minor scratches on lcd window.